Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on resets on the date of the complaint. Evidence of moisture was found behind the display. The pump powered up with the returned battery cap. The battery cap was able to fully tighten to the pump and measured within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver board, keypad flex cable, and connector. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture was found inside the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.